Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) and right ventricular (rv) leads which was noted to cause pacing inhibition. During the explant procedure, the tip of the rv lead broke and remained in the right ventricle. The ra lead was explanted. Both leads were replaced. No patient complications have been reported as a result of this event.